Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose was 423 mg/dl and he received a motor error alarm on the insulin pump. It was stated that the customer was on antibiotics and sick with a cold and headaches. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime, and no leaks or air bubbles were found. The motor error alarm was found in the insulin pump history to have occurred on (B)(6) and there was a low reservoir alert as well. The customer's infusion set cannula was neither bent nor occluded. The insulin pump had not been exposed to a strong magnetic field. The customer had been using the sensor feature when the motor error alarm occurred. It was advised that a false motor error alarm could be caused by viewing the sensor glucose graph during bolus delivery. It was possible to rewind the insulin pump and it was advised to discontinue use and revert to a back-up plan. Nothing further reported.